Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their implantable pulse generator (ipg) "the bottom part went out" and they were having difficulties with their pacemaker. They also mentioned that the ipg felt "stuck in them and it felt like a little itch in one spot" the implantable pulse generator (ipg) was explanted and replaced. No further patient complications have been reported as a result of this event.